Event description:
It was reported during a gallbladder procedure, the left jaw of the device broke off in the patient. Failure occurred while clipping metal catheter. The left jaw piece was retrieved from patient. No patient consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.